Manufacturer narrative:
The device was received for evaluation. Device passed self test and is operating correctly. The device logs were downloaded and reviewed. The pump was powered on at 9:34am on (B)(6) 2021 and over the next 47 minutes was used to deliver ¿dexamethasone¿ (10mg/10ml) and ¿diphenhydramine syring¿ (25 mg/10ml) concurrent on line b with ¿hydration fluids¿ on line a. At 10:22, the customer programmed a multistep infusion of ¿rituximab accelerated¿ (1mg/1.0ml) on line a as follows: step 1 = 150 ml @ 300 ml/hr for 30 min and step 2 = 650 ml @ 600 ml/hr for 1:05 hrs. The eal infusion data (amount delivered over time given rate) is internally consistent suggesting the pump performed correctly. Probable cause of the reported issue is that the bag initially had only 625 to 630 ml of ¿rituximab¿ (aka truxima), rather than the expected 700 and that a few of those ml were used in priming the plum set so that the bag ran dry after accurately delivering 621.8 ml of the multi-step infusion.

Event description:
Additional information was received stating that there was no treatment required to address the infusion completing early and the incident did not require a delay in discharge.

Manufacturer narrative:
The device was returned for evaluation, the investigation is pending.

Event description:
The customer reported that a plum 360 did not infuse the correct amount of medication. It was further stated that they wanted to deliver 700 ml but only delivered 621 ml. The patient was given truxima 750 mg in 750 ml. The pump began to beep earlier than programmed and truxima bag was seen to be empty. The nurse added that the pump showed that 621 ml was infused, verified programming on pump, ensured that infusion rates were correct and given per protocol and then saw that pump showed that 150 ml remained to be infused (pump was set to infuse for overfill). It was stated that the patient received correct mg of truxima but unsure if the pump was incorrect on ml of normal saline infused or if bag was not filled correctly. The nurse said the pump showing to infuse correctly on proceeding drugs. It was further stated that this was given in an outpatient setting and IV pump library used for administration with accelerating dose. The patient tolerated without a change in vital signs, no reported symptoms.